Event description:
It was reported that pt has been experiencing abdominal pain and feeling out of breath after eating. Feels like mesh "moves up then goes away".

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.